Manufacturer narrative:
After the patient was placed on a centrifugal pump, a CT scan showed no acute neurological event, but a possible global hypoxic event. According to the site report, the patient expired on (B)(6) 2020 while connected to the centrifugal pump. Adverse event term: dessaturation.

Event description:
Berlin heart inc was informed by the site on (B)(6) 2020 that a patient in the lvad configuration had desaturated and had to be intubated and required ventilation. The pump was 100% fill and ejection before intubation. After intubation, the blood pump was not fully ejecting. The patient was then placed on ECMO. The patient was then placed on a centrifugal pump. Later that day, the site reported the patient had developed a blown pupil.